Event description:
After flushing extension through to needle with saline, needle was inserted into pt's port. IV contrast was hooked up, clamp utilized. After contrast was injected, leak was noticed. Tubing checked and flushed, hole noted at clamp site.